Manufacturer narrative:
The reagent lot number was 734446. The expiration date was requested but was not provided. Quality control results were within range. Reagent issues were excluded as the correct result was obtained using the same reagent. The field service engineer found droplets on the cuvettes. He adjusted the cell rinse arm and adjusted the water volume in the cell rinse. He performed a mechanism check, cell blank measurement, and quality control that passed. The investigation determined the service actions resolved the issue and that the issue was consistent with the operator causing a misalignment during the daily cleaning of the cell rinse nozzles.

Event description:
There was an allegation of questionable creatinine (crep2) results from the cobas 6000 c501 module. Sample 1 initial result was 5.12 mg/dl and the repeat result was 0.86 mg/dl. Sample 2 initial result was 10.52 mg/dl and the repeat result was 0.87 mg/dl. Sample 3 initial result was 3.53 mg/dl and the repeat result was 0.74 mg/dl. The questionable results were not reported outside of the laboratory.